Event description:
It was reported the ultrasound image has a grainy texture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During the evaluation, the reported issue of poor image quality was unconfirmed. The ultrasound image has a grainy texture¿ is unconfirmed. There is no root cause as the issue cannot be reproduced.